Manufacturer narrative:
It was claimed that the battery test and technical error test failed during system checkout (sco). The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, it has been clarified that the initially claimed malfunction, has been the technical error code indicating battery error and battery test failure. The technician reset battery error counter. The issue has been resolved and the device was delivered to the user in working condition. The issue could be confirmed by provided device's logs and service report. The decision about reportability in this complaint had been made based on available information (no logs or no information about faulty part), as the initial description - battery test and technical error test failed - might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified, that the issue was related to technical error code indicating battery error with will not affect ventilation. System will run on mains power. In case of total power loss, the built-in emergency ventilation is possible to use. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/16/2013; corrected manufacture date: 04/24/2013.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the battery test and technical error test failed during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).